Manufacturer narrative:
The na electrode lot number is gku and the expiration date is 08-mar-2027. The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) decontaminated and flushed the ise flow path and performed calibration, qc, and precision testing successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The customer had been troubleshooting noise errors on the analyzer which prompted them to repeat a sample that initially had no errors or data flags. The initial na result was 133 mmol/l. The sample was repeated twice and the results were 167 mmol/l with flag and 151 mmol/l. The sample was also repeated on a cobas pro analyzer and the result was 140 mmol/l. The result of 140 mmol/l was deemed correct. No questionable results were reported outside of the laboratory.